Event description:
During a balloon valvuloplasty treatment procedure to dilate a critical stenosis in the pulmonary valve, removal difficulties were encountered. The physician had completed the procedure successfully and had inserted an over-the-wire catheter to obtain post procedure images. When he tried to pull the wire back through the catheter, it seemed to be stuck and he could not remove the guidewire through the catheter. The physician indicated that the problem seemed to occur at the transition point between the stiff portion adn the floppy portion of the guidewire. The physician had to remove the catheter and the guidewire as a unit and therefore could not perform post procedure imaging. No patient injury or complications were reported. The patient is reported as 'ok' following the procedure.